Event description:
It was reported the pt went to the hospital for respiratory issues, due to copd and altered mental status. The pump was turned off by the hospital personnel. The pump was turned back on with no recurring problems. The drug in the pump at the time was dilaudid. Additional information received indicated the pt experienced an overdose with the following symptoms: altered mental status, coma, dizziness. The pt reported she "slept a lot" and "made me lose my mind". The pt continued to state that "I almost died" and was in the ICU for overdosing. The pt asked to have pump taken out, and was explanted in 2009. A follow-up report will be submitted if additional information becomes available.